Event description:
It was reported to tyco healthcare/kendall on 2/22/2007 that the pads failed to pace and that patient required an invasive procedure, temporary pacemaker via internal wire. Tyco rep went onsite for follow up, below is information communicated by the nurse clinician: patient a (weight 90.9 kg and height 168 cm) was undergoing an emergency cardiac catheterization during procedure at 2247hrs balloon inflated and clot dislodged. This dislodged clot occluded flow and patient became hypotensive and bradycardiac. Standard procedure is that multifunction pads in place for all emergency cases for patient a pads applied anterior-lateral. At 2248hrs external pacing requested, default setting on zoll m series is rate 70 with ma 0. At 2248:30, atropine 0.6mg given. At 2250:00, epi 1.0mg given. From attached strip capture was not evident and external pacing abandoned, and temporary wire inserted for pacing. No documentation of ma setting for zoll machine, attempted to retrieve summary from zoll machine, however, not available as only 2 hr memory option purchased. At 2302 hrs internal pacer settings rate 80, ma 4 full sensitivity, however, not needed at bp and he within acceptable limits. Patient transferred in stable condition to ccu. Zoll defibrillator checked by biomed and passed fir use. Cadence multifunction pads transferred with pt to ccu and discarded, therefore unavailable for testing. An investigation is currently underway. Upon completion, results will forwarded.